Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that patient is needing an MRI but has a "non-working" stimulator, caller was unable to clarify "nonworking". Caller states she is not sure where this info came from. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.